Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced hypoglycemia and loss of consciousness for 5 hours. The insulin pump was still providing insulin. The patient´s son called the neighbors as the patient was not responding to the phone, and the neighbor found the patient on the floor. He called emergency medical services (ems) and the patient was taken to the hospital. At the hospital the patient regained consciousness. There she was treated with IV glucose. The patient was discharged and at the time of the report she was feeling better. There was no information about how long the patient as in the hospital. Although the cgm was reported inaccurate, there were no cgm nor bg values reported. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.